Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient loss consciousness and was taken to the hospital by ambulance where they were diagnosed with blood glucose (bg) values that dropped to 58 mg/dl. The patient was also intoxicated at the time. For treatment, the patient was given glucose and blood work was done. The patient was discharged after 3 hours.